Event description:
It was reported via phone call that the customer had a radio frequency programmable integrated circuit self test alarm. There were some alarms found in the alarm history. Customer's blood glucose was normal and did not require medical treatment. Insulin pump will be returned and repaired.

Manufacturer narrative:
The insulin pump alarmed during self-test due to faulty connector on remote frequency board. The insulin pump was received with minor scratched display window, cracked battery tube threads and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.